Event description:
It was reported the oer-4 scope reprocessor machine exhibited error e01. According to the reporter, it was tried to remove the facility water filter and wash however, the error e01 occurred again. According to the report there is no problem with the water supply equipment of the facility. However; it was reported that since the number of inspections for water filters is small, the water filter has not been changed since 2020 and it is used infrequently. The facility was guided alcohol flush and guided to replace the water filter in a period of one month regardless of the frequency of use. Additionally, facility was guided to wash scope by hand (manual cleaning ) until water filter replaced. This report is being reported for this scope (model gif-q150x, serial (B)(4) suspected of reprocess failure on this oer-4 reprocessor. There is no health hazard reported. There was no patient harm, no user injury reported due to the event. There is no patient infection associated on this event reported. This report is related to a report with patient identifier (B)(6) endoscope reprocessor (oer-4).

Manufacturer narrative:
The subject device (scope) was not returned for evaluation. According to the communication with the facility, there is no plan of returning the scope as there is no defect on the scope. Additionally, the facility was recommended and advised to follow and read the instructions for use (IFU) again for the reprocessing method. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the user facility did not follow the instructions pertaining to the replacement of the water filter as specified in the instructions for use (IFU). This was established as the root cause of the reported event. The occurrence of the reported event can be prevented by adhering to the instructions that are found in the following section of the IFU: ¿chapter 4 cleaning and disinfection equipment.¿ this section provides instructions/guidelines on the replacement of the water filter for the oer-4 device. Olympus will continue to monitor field performance for this device.